Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation it was noted that the right ventricular lead exhibited high capture threshold and high impedance. Isometrics were performed and revealed rv lead noise. No intervention was performed. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture thresholds, high impedance and noise were not confirmed. As received, a partial lead was returned in two pieces. Unable to perform impedance test due to the condition of the lead as received. Electrical testing did not find any indication of conductor fractures. Visual and xray inspections of the lead did not find any anomalies except for procedural damage.